Event description:
It was reported that, "when the surgeon opened the outer pouch of simplex p, the hair was on the inner pouch inside the outer pouch. Therefore, the surgeon used another instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.